Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this tricuspid annuloplasty ring, the ring was explanted during the same procedure. The physician noted that the patients native valve was beyond repair and implanted a non medtronic valve instead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.